Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 286 mg/dl. The infusion set site was changed and a correction bolus was delivered to address the bg level. There was no issues observed with the infusion set. The customer did not know the cause of the high bg. The customer was to insert a new cannula. The customer declined tandem technical support's offer to troubleshoot.